Event description:
Event was reported to caldera medical by an attorney. The pt has suffered worsening incontinence, severe pelvic pain, bladder, and kidney infections, some urine retention, and painful intercourse. No further info has been provided.